Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. Health professional was approximated to yes as the initial reporter name and occupation are unknown but the event was reported to have occurred at a health care facility. (B)(4) captures the reportable event of clip would not deploy. (B)(4) is being used in lieu of an adequate conclusion code for device not returned. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. During the procedure, the clip would not deploy. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.